Manufacturer narrative:
The manufacturer's investigation is on-going, and further information will be provided once the investigation has completed. Establishment name updated. Email and address updated.

Event description:
The customer reported an error to the dose calculation of a patient treated in (B)(6) 2016. The error was discovered by the site during routine qa procedures.